Event description:
Medtronic received information from the patient's family member that this bioprosthetic valve, implanted (B)(6) was reported to be leaking around the ring, and scar tissue had formed on the leaflets. In addition, the physician stated that the valve may have been too small when implanted. Additional information was received that the valve was explanted four years and five months following implant. There were no adverse patient effects reported. A request for the return of the device has been made.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned, a supplemental report will be submitted following analysis. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a pledget was received with the valve. A pledget remained attached to the sewing ring on the inflow adjacent to the right cusp. Green and white multifilament sutures remained attached to the sewing ring. All leaflets were in the closed position with lunula of the right cusp on the same plane as the coaptive ridge of the left cusp. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A large tear through the free margin and lunula of the left cusp appeared to be associated with a possible long suture tail and increased in size over time with uneven leaflet movement. A small needle hole appeared in-line with the tear. Two large tears through the free margin and lunula of the right cusp appeared to be due to contact with the bias cloth along the left right stent post and contact with a possible long suture tail for the tear adjacent to the right non-coronary stent post. A small needle hole appeared in-line with the tear adjacent to the right non-coronary stent post. Abrasions through the lunula of the non-coronary cusp appeared consistent to contact with the bias cloth along inner outflow rail. Small abrasions were observed on the free margin of the non-coronary cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak and possible patient prosthesis mismatch could not be confirmed. However, tears and abrasions were noted on the leaflets. This type of damage appeared to be due to contact with a long suture tail and/or bias cloth and is related to user interface with the product during implant. Per the IFU, "it is advised that to ensure that exposed suture tails will not come into contact with the leaflet tissue". The analysis also noted presence of pannus. A conclusive root cause to the pannus was not determined but pannus formation is a known failure mode for bioprosthetic valves. (B)(6). (B)(4).